Manufacturer narrative:
(B)(4). The customer returned one 3-lumen catheter for evaluation. The sample contained obvious signs of use in the form of biological material. The catheter body was trimmed and the separated portion was not returned. Visual examination of the catheter revealed a rupture adjacent to the juncture hub. The catheter walls appeared thinned and flared out, indicating excessive pressure caused the rupture. The catheter body was ruptured from 13-20 mm from the distal end of the juncture hub. The catheter was functionally tested by injecting water using a lab inventory syringe into all three lumens. When the distal lumen was flushed, water exited both the distal tip and the ruptured portion. No leaks or blockages were detected when the proximal and medial lumens were tested. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user , "do not exceed ten (10) injections or the maximum pressure of 300 psi on power injector equipment to reduce the risk of catheter failure and/or tip displacement. Do not exceed ten (10) injections or the catheter's maximum recommended flow rate located on product labeling to reduce the risk of catheter failure and/or tip displacement." The customer report of a catheter rupture was confirmed by complaint investigation of the returned sample. The returned catheter contained one rupture adjacent to the juncture hub, which leaked when the distal lumen was flushed. The rupture contained thinning walls, indicating excessive pressure caused the damage. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. Based on the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
Complaint description: PICC was place 2/13. Patient went for CT with contrast 2/22. Pink port was used for injection. Patient heard a pop and she had infiltration on her chest. Line was removed and looks like it had burst at the 5cm mark from the hub.

Manufacturer narrative:
(B)(4). Additional information indicates a patient extravasation which caused major swelling. The PICC nurse rounded on the patient the following day and "everything was back to normal".

Event description:
PICC was place 2/13. Patient went for CT with contrast 2/22. Pink port was used for injection. Patient heard a pop and she had infiltration on her chest. Line was removed and looks like it had burst at the 5cm mark from the hub.